Manufacturer narrative:
If the sample is returned, a failure investigation will be performed and the results will be added to the database for trending purposes.

Event description:
The caller stated his wife's ventilator alarmed because the cuff deflated. He removed the trach, and replaced it with a new 6lpc. The caller stated that when he removed the trach from the patient, he did notice that the reason that the trach's cuff was not able to remain inflated is because air was leaking from the pilot balloon seam. The caller stated that this trach was placed in his wife about 45 days ago by the doctor. The item was pretested. The doctor recommends the patient is to have her trach exchanged every 3 months. At the time of this call, the caller was informed of the fact that the trach's dfu recommends the item is to be used for up to 29 days. There was no patient harm noted.